Event description:
It was reported that the patient had been seen in the emergency department (ed) for low flow alarms related to hypovolemia. In the ed, the staff was unable to obtain doppler mean arterial pressure (map), and the decision was made to place an arterial line (a-line) and administer some crystalloid fluids as well as some blood due to a down-trending hematocrit (hct). After the a-line was placed and the fluid had been given, the map was in the 80 mmhg range and the flows were in the low 4 lpm range, which was considered baseline. The cause of the low hct was identified as chronic end-stage renal disease (esrd), bleeding from a wound on their back that was unrelated to left ventricular assist device (lvad), and poor oral intake. Laboratory work was done on the patient, but no results were provided. The patient had been admitted overnight for fluids and was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient had evidence of stage 3 chronic kidney disease (ckd) prior to implant. Esrd was originally noted in the patient's chart on (B)(6) 2024. As of (b)(6 2025, the patient¿s esrd had not yet been resolved. The onset of the patient's renal dysfunction is captured under MFR # 2916596-2024-07566.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.